Event description:
During a review of programming history on (B)(4) 2012, it was noted that a faulted system diagnostic occurred on (B)(6) 2003 that was not corrected until (B)(6) 2003.

Manufacturer narrative:
Review of programming history.